Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg has become inoperable, which was also confirmed by an abbott rep. The patient did not undergo any surgical intervention prior to the ipg becoming inoperable. As a result, surgical intervention may take place to address the issue.

Event description:
It was reported, that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient's ipg was explanted and replaced. Therapy has been restored post-op.